Event description:
Acute pseudo septic arthritis/septic arthritis [septic arthritis] ([effusion (r) knee], [swelling of r knee], [aching (r) knee], [weight bearing difficulty], [difficulty in walking]) allergic reaction [allergic reaction]. Case narrative: this case is cross referenced with (B)(4) (multiple devices), (B)(4) (same patient). Based upon additional information received on 24-jun-2019, this case initially assessed as non-serious was updated to serious as event of acute pseudo septic arthritis/septic arthritis was upgraded to serious (seriousness criterion: medically significant). Additionally, suspect product was updated from synvisc to synvisc-one. Initial information received from united states on 21-jun-2019 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc-one) and experienced acute pseudo septic arthritis/septic arthritis (latency few days), allergic reaction (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, batch number: unknown) in right knee for osteoarthritis. Information on batch number was requested. On an unknown date in (B)(6) 2019, 48 hours later, patient experienced massive swelling, pain and symptoms not quite as bad in the left knee. Also, difficulty bearing in the knee in which synvisc was injected. It was stabilized after 72 hours of injection. Patient also reported that he was a classic case of acute pseudo septic arthritis. This event was assessed as medically significant and was leading to intervention. He was afebrile and he was having difficulty walking. On an unknown date in (B)(6) 2019, patient had 70 cc of fluid off of his right knee. Further, it was reported that patient had an allergic reaction (latency: unknown) to the injection. This event was assessed as serious and was leading to intervention. The patient had septic arthritis (latency: unknown). This event was assessed as medically significant and was leading to intervention. As a corrective, patient was administered a cortisone injection. The patient was also treated for pseudo sepsis with compression and pt. Patient stated that this was an immunologic reaction with 11% of the cases being reported. It was reported that both his knees were still painful and swollen but he was walking. The event of acute pseudo septic arthritis/septic arthritis was assessed as serious with the seriousness criteria of medically significant and it required intervention. The event of allergic reaction was assessed as serious with seriousness criteria of intervention required. Final diagnosis was allergic reaction and acute pseudo septic arthritis/septic arthritis. Action taken: not applicable for all events corrective treatment: cortisone injection, compression and pt for acute pseudo septic arthritis/septic arthritis and allergic reaction outcome: unknown for all events a product technical complaint (ptc) was initiated on (B)(6) 2019for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date was (B)(6) 2019 additional information received on 24-jun-2019 from patient. Case was upgraded to serious. Suspect product updated from synvisc to synvisc-one. Event verbatim updated from acute pseudo septic arthritis to acute pseudo septic arthritis/septic arthritis with corrective details. Events of allergic reaction and had 70 cc of fluid off of his knee added. Clinical course updated. Text amended accordingly. Additional information was received on 11-jul-2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Acute pseudo septic arthritis/septic arthritis [septic arthritis] ([effusion (r) knee], [swelling of r knee], [aching (r) knee], [weight bearing difficulty], [difficulty in walking]) allergic reaction [allergic reaction]. Case narrative: this case is cross referenced with (B)(4). Based upon additional information received on (B)(6) 2019, this case initially assessed as non-serious was updated to serious as event of acute pseudo septic arthritis/septic arthritis was upgraded to serious (seriousness criterion: medically significant). Additionally, suspect product was updated from synvisc to synvisc-one. Initial information received from united states on 21-jun-2019 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc-one) and experienced acute pseudo septic arthritis/septic arthritis (latency few days), allergic reaction (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, batch, indication: osteoarthritis) in right knee. Information on batch number was requested. On an unknown date, 48 hours later, patient experienced massive swelling, pain and symptoms not quite as bad in the left knee. Also difficulty bearing in the knee in which synvisc was injected. It was stabilized after 72 hours of injection. Patient also reported that he was a classic case of acute pseudo septic arthritis. This event was assessed as medically significant and was leading to intervention. He was afebrile and he was having difficulty walking. On an unknown date in (B)(6) 2019, patient had 70 cc of fluid off of his right knee. Further, it was reported that patient had an allergic reaction (latency: unknown) to the injection. This event was assessed as serious and was leading to intervention. The patient had septic arthritis (latency: unknown). This event was assessed as medically significant and was leading to intervention. As a corrective, patient was administered a cortisone injection. The patient was also treated for pseudo sepsis with compression and pt. Patient stated that this was an immunologic reaction with 11% of the cases being reported. It was reported that both his knees were still painful and swollen but he was walking final diagnosis was allergic reaction and acute pseudo septic arthritis/septic arthritis. Action taken: not applicable for all events. Corrective treatment: cortisone injection, compression and pt for acute pseudo septic arthritis/septic arthritis and allergic reaction. Outcome: unknown for all events. Seriousness criterion: medically significant and intervention required for acute pseudo septic arthritis/septic arthritis; intervention required for allergic reaction. A product technical complaint was initiated and the results for the same were pending. Additional information received on (B)(6) 2019 from patient. Case was upgraded to serious. Suspect product updated from synvisc to synvisc-one. Event verbatim updated from acute pseudo septic arthritis to acute pseudo septic arthritis/septic arthritis with corrective details. Events of allergic reaction and had 70 cc of fluid off of his knee added. Clinical course updated. Text amended accordingly.